Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1066347 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot:1066347, test base part number 190-430 / lot: 1066347. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1066347 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. H3 other text : device discarded, single use device.

Event description:
The customer reported a false positive result with the idnow covid-19 assay performed on (B)(6) 2022 using a direct tested kit swab with a nasal sample. Repeat testing was performed on another ID now instrument the same day and generated a negative result. Confirmation testing was performed using pcr test (platform: unknown) on a nasopharyngeal sample collected on (B)(6) 2022 tested directly on nasal sample, generated a negative result. Per the customer, no additional information will be provided. The customer confirmed there was no patient harm due to the test results.

Event description:
The customer reported a false positive result with the idnow covid-19 assay performed on (B)(6) 2022 using a direct tested kit swab with a nasal sample. Repeat testing was performed on another ID now instrument the same day and generated a negative result. Confirmation testing was performed using pcr test (platform: unknown) on a nasopharyngeal sample collected on (B)(6) 2022 tested directly on nasal sample, generated a negative result. Per the customer, no additional information will be provided. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.